Event description:
It was reported that device shipping damage and loss of sterility occurred. Upon arrival to the hospital, the watchman fxd curve access system (was) shipping box and device packaging were identified as damaged. Two small holes were discovered in the sterile packaging of the was resulting in a loss of sterility. The device was not used during a procedure since it was found upon unpacking the devices from the shipping container at the facility.

Manufacturer narrative:
Date of event - aware date of (B)(6) 2023 used as event date is unknown.

Manufacturer narrative:
B3: date of event - aware date of 11apr2023 used as event date is unknown. Device analysis the returned product consisted of a watchman fxd curve access system with the dilator outside of the sheath and both products contained within the opened packaging pouch. The hub, sheath, sheath tip, and packaging pouch were visually and microscopically inspected. Numerous kinks were identified along the length of the sheath and the sheath tip was flattened. Holes were identified in the packaging pouch. Product analysis confirmed the reported events of shipping damage and loss of sterility as the packaging was damaged and holes were present in the pouch.

Event description:
It was reported that device shipping damage and loss of sterility occurred. Upon arrival to the hospital, the watchman fxd curve access system (was) shipping box and device packaging were identified as damaged. Two small holes were discovered in the sterile packaging of the was resulting in a loss of sterility. The device was not used during a procedure since it was found upon unpacking the devices from the shipping container at the facility.